Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the customer¿s pump was not working and showed a blank display while beeping and flashing the word ¿medtronic.. The customer was treated with manual injection. The event involved product(s) mmt-332a, mmt-1884, mmt-242a. Troubleshooting was performed. The customer stated that the battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-242a.

Manufacturer narrative:
Pump received with flashing medtronic logo and missing retainer ring. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Unable to perform test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: detached retainer, damaged display window cover, keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, scratched case, battery tube threads - cracked, cracked case (battery tube) and missing o-ring (reservoir tube). In conclusion, unit received with unexpected flashing medtronic logo and missing retainer ring. Problem isolated the electronic stack. Blank display was not confirmed. Unable to confirm audio/vibrate anomaly due to flashing medtronic logo. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.